Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.

Event description:
While drilling through the distal humerus for an orif elbow fracture, the drill bit broke off in the ulna. Surgeon elected not to remove the drill bit as he assessed the potential risk to be higher than the potential benefit. The drill bit was noted as being in the joint and patient returned to surgery for removal. The drill bit was removed without complication.